Manufacturer narrative:
The suspect device was not returned to olympus for evaluation/repair. The device was evaluated onsite by the customer. The reported problem could not be confirmed and the cause is unknown. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed of a report that the error "error communication endoscope b30" occurred. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury, associated with the problem, reported to olympus.